Manufacturer narrative:
The event date is unknown. Concomitant medical products: product ID: 3387s-40, serial/lot #: unknown, ubd: 28-jan-2022, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during impedance check prior to scheduled replacement (due to elective replacement indicator (eri)), impedance showed ¿low¿ for 0 & 1 bipole. They got the same results while checking impedance with new implantable neurostimulator (ins). The patient reported there was a bad contact at their last replacement in 2019. The patient's previous program was transferred to new the ins and was not using the bipole configuration of 0 & 1 with low impedance. It is unknown if there were any factors that may have led or contributed to the issue. The issue has not been resolved.